Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that within eleven days of implant, the right ventricular (rv) lead had dislodged. The rv lead had high threshold wh ich prompted further investigation with a chest x-ray which showed the rv lead had dislodged from the original position. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.